Event description:
Subsequent information received: although the footplate lever did not completely close, the proglide device was removed without issue. There was no tissue damage noted.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8fr sheath after a percutaneous coronary intervention procedure. Reportedly, the lever was unable to be closed smoothly and it was just felt as if the lever got caught. After the procedure, outside the anatomy, the same step was attempted, and the foot was stored properly. Hemostasis was achieved with manual arterial compression. There was no report of clinically significant delay in the procedure. No additional information was provided.